Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that issue was due to a defective speaker. The customer was provided with part information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the unit is displaying, "speaker malfunction" error and is not making any noise and the speaker appeared to not be functioning. The device was in use on patient at time of event, there was no adverse event reported.